Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), lot: (B)(6).

Event description:
It was reported that directly following a spinal cord stimulation implant procedure, the patient was unable to move both legs. The physician assessed there was an epidural hematoma. The patient was admitted back to the operating room and underwent a system explant procedure. The patient was doing well following the explant procedure. The explanted devices will not be returned as they were retained by the medical facility.